Event description:
It was reported that a stent fracture occurred requiring additional intervention. The target lesion was severely calcified and mildly tortuous. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated with a 6x200 ranger drug coated balloon (dcb). The eluvia device was advanced post dcb; however, resistance was felt and the mid portion of the stent felt tight. The eluvia stent fully expanded and deployed to the expected length. A 6x150 balloon was used for post dilation. A fracture of the eluvia stent was noted post dilation. A covered stent was placed inside the eluvia, long enough to cover the fractured portion of the eluvia stent. There were no patient complications, and the patient is doing fine post procedure.